Manufacturer narrative:
(B)(6).

Event description:
It was reported that the console could not switch between high and low speed. A rotablator console was selected for use. During the procedure, it was noted that the device could not switch between high and low speed. The procedure was completed with another device. No patient complications and the patient was stable. It was further reported that the set rotational speed was 150,000rpm and the observed maximum rotational speed was 150,000rpm on dynaglide mode.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the console could not switch between high and low speed. A rotablator console was selected for use. During the procedure, it was noted that the device could not switch between high and low speed. The procedure was completed with another device. No patient complications and the patient was stable.

Event description:
It was reported that the console could not switch between high and low speed. A rotablator console was selected for use. During the procedure, it was noted that the device could not switch between high and low speed. The procedure was completed with another device. No patient complications and the patient was stable. It was further reported that the set rotational speed was 150,000rpm and the observed maximum rotational speed was 150,000rpm on dynaglide mode. It was further reported that the issue was resolved by reconnecting the device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Updated b5. H6 conclusion code update.